Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's phone failed to alert them. It was determined that the issue was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.